Event description:
It was reported the patient experienced a non-sustained ventricular fibrillation episode that lasted for 14 seconds and self-terminated. The physician suspected the episode was due to the right atrial (ra) lead dislodging post implant. The lead also exhibited a decrease in p-wave sensing and no capture. The ra lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).